Manufacturer narrative:
Analysis was performed by a philips field service engineer (fse) which included an onsite diagnostic assessment of the unit. It was determined, the nibp pump was defective due to the valve not working correctly. It had some leaks, which caused the values to be inaccurate. The rse provided the customer with a quote for a replacement nibp pump along with technical assistance for the equipment; however, they did not respond after multiple attempts resulting in philips closing the case. Based on the information available in the case, the cause of the reported problem was confirmed to be the nbp pump. The reported problem was confirmed. If additional information is received, the complaint file will be reopened for further investigation.

Manufacturer narrative:
E1: reporter institution phone number: (B)(6). D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the nibp values are outside parameters. It is unknown if the device was in use at time of event, and there was no adverse event reported.